Manufacturer narrative:
Device evaluation: one cadd pump was received for evaluation in good condition. Upon visual inspection and functional testing of the device, no damage or alarm issue was detected. Additionally, the device passed all functional tests. Based on the investigation, the complaint was not confirmed. No fault was found with the returned device.

Event description:
Information was received that a smiths medical cadd ms3 ambulatory infusion pump displayed an alert for a low cartridge volume. No adverse effects were reported.